Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose level because her infusion set was loose at the quick release. The site was at the stomach and the pump was in the left side of belly button. The infusion was in use on the day of this report only. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.